Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had watchdog timeout error. The customer¿s blood glucose was 7.8 mmol/l at the time of incident. Customer was unable to clear the alarm. Customer states display returned. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected e13/a13 alarm anomalies noted. (B)(4).